Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that knives did not cut during surgery. Stand-alone knives were used to complete surgery. Temporary injury was reported in association with the event, however number of occurrences and patient outcome were not reported. Additional information has been requested but not received to date. This is one of two reports being sent for this facility.

Event description:
Additional information was received from the facility confirming that there was no patient impact. No additional information was provided.

Manufacturer narrative:
Evaluation summary: an opened sample was received for evaluation. The sample was inspected and was determined to be visually nonconforming with damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the sample. A lot number was identified for this complaint however this lot was reviewed and contains no cutting instruments. As no lot number could be determined, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up.